Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had had pain and felt like the stimulator vibrated/buzzed all night long, which started at implant. The system was put in due to an auto accident and he was unable to walk. It initially took care of everything and worked perfect, but lately things were worse. The patient was ¿nuts¿ about the legs and it was unknown if the legs got worse. The patient felt like it was shocking and buzzing all night long. The patient tried lowering it, but when he gets up, it was ¿back up there.¿ a mattress cover was on the bed, but the reporter wasn¿t sure if it caused the issues. Lately, the patient had numbness from the waist down, which started a couple of months prior. It moved from the bottom of his feet up his leg, hip and to his back. The patient¿s blood pressure was high the night prior, but it was thought this was due to pain and hurting so badly. The pain has been ongoing for a year and was getting back. The patient could hardly take his nylon support socks off at night as he couldn¿t touch his legs due to the pain. Additional information from the patient¿s physician only included his initial post-operative visit, which noted tenderness and a healing incision, but no other issues. The stimulator was working well for his pain at that time. The patient declined the option to turn the stimulator off at the time of the initial report and planned to see his physician on (B)(6) 2015. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).